Event description:
The insert and metal back patella were removed due to wear and replaced with a medium 13mm insert (2638-3-113 lot bytax) and patella (6628-1-940 lot uooda).

Manufacturer narrative:
Summary of eval: eval cannot be performed. There is no evidence that the device failed to meet specs.